Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the device's system controller pcb assembly and user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's display is completely white. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.